Manufacturer narrative:
The customer replaced the potassium electrode. A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate the cause for the discordant potassium results was due to the failure of the potassium electrode. The replacement resolved the issue. The instrument is performing within specs. No further eval of the device is required.

Event description:
A discordant potassium result was obtained on an advia 1800 for one pt. The result was reported to the physician. Subsequently, controls were checked, and were out. The specimen was rerun on another instrument and a corrected report was sent within 2 hours of the original report. However, in that timeframe, the pt had been moved to another floor and was administered some potassium. There were no further reports of pt intervention or adverse health consequences due to the discordant potassium results.